Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer reported that they were unable to get the blood glucose down. The customer's blood glucose was over 400 mg/dl at the time of the incident. The time of the hospitalization was 4 am and the date of the hospitalization was (B)(6) 2015. The customer stated that he was wearing the insulin pump at the time of hospitalization. The customer stated that he was able to stabilize and he went back to the insulin pump. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.